Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c20064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient experienced peritonitis manifested by abdominal pain and was admitted to the hospital on the same day. Treatment was not reported. Concomitant therapy was not reported. The cause of the peritonitis was unknown on an unreported date, dianeal pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report the patient remained hospitalized. The outcome of the peritonitis event was unknown. This is report 1 of 2 involved in this peritonitis event.